Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported that injector got caught and broke off the haptic. The surgeon removed the intraocular lens (iol) when he noticed the haptic broke off. Another lens (same model and diopter) was implanted as a replacement. The patient reported since the removal of the lens, she has had blurred vision, constant blink irritation, and has cornea edema/incision edema from the lens being removed in her left eye. The patient used eye drops to treat the blink irritation. The patient cannot drive around because of the blurred vision and her doctor told her to limit her driving or to only take short trips. The patient was prescribed antibiotics taken 4 times a day and has completed the antibiotics. She is also taking anti-inflammatory once a day for 2 weeks. No additional information was provided to johnson & johnson surgical vision.